Manufacturer narrative:
(B)(4). Investigation results: the sample was received at baxter (B)(4) for evaluation. The complaint could not be confirmed as there were no black specs observed during the visual inspection of the returned sample at the (B)(4) lab. A batch review showed that all specifications were met for product lot ha120130; furthermore, there were no deviations that could be associated with the reported problem. The retention samples were visually inspected and there were no abnormalities observed. Per baxter (B)(4), as there were no abnormalities observed in the returned sample or the retention samples, a root cause could not be determined. This is the first complaint of this nature received for this product lot. This complaint will be kept on record for trending purposes.

Event description:
The customer reported that during the reconstitution process, black specs were found in the thrombin. There was no patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medial assessment: the foreign bodies in the thrombin solution were identified prior to use, so no patient involvement or injury was reported. If such type of malfunction or hazard would reoccur and user will not recognize the foreign bodies prior to use, they can be transferred to the treatment site of the patient and in a worst case scenario, will cause a minor foreign body reaction and inflammation, which only in exceptional cases may lead to serious harm or injury. The investigation is currently in process. A follow-up submission will be sent upon its completion.